Event description:
Customer reported the set developed a small hole at one end of the long plastic piece that helps guide the tubing through the alaris pump. The small hole resulted in a chemo spill. Although requested, no additional event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the IV set has not been received for investigation. A f/u report will be submitted once the IV set has been received and an investigation has been completed.